Manufacturer narrative:
Upon return to our post market quality assurance laboratory, visual inspection of the device showed arc marks present on the device case. The device returned an in-specification measurement when connected to a known electrical resistance load for impedance testing. The device failed to deliver tachycardia therapy during subsequent testing and analysis. The laboratory technician concluded the device had incurred induced damage when it attempted to delivery tachycardia therapy through a shorted lead condition.

Event description:
Boston scientific received information that this device was electively explanted secondary to replacement of the patient's right ventricular (rv) lead for a low shock impedance measurement and a subsequent inability to convert the patient during defibrillation threshold (dft) testing. No adverse patient effects were reported. The device subsequently was returned for analysis.